Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cs100 intra-aortic balloon pump (iabp) had distorted instrument screen. The issue was resolved after unplugging and reconnecting the display screen cable. There was no patient harm or injury reported.

Event description:
It was reported by the customer that during use the cs100 intra-aortic balloon pump (iabp) had distorted instrument screen. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, b5, d8, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that error was confirmed and the problem was resolved by unplugging and re-plugging the display screen cable. The instrument is operating normally and has been delivered to the user.